Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of over 1000 mg/dl, a loss of consciousness, heart attack, stroke and a coma. Reportedly, the cause was unknown, however, customer took steroid medication prior to the event and believes this contributed to the elevated bg level. Subsequently, customer was hospitalized. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the event; however, no response was received from the customer.